Event description:
A surgeon reported that a pt who rec'd 15cc's of calstrux (tcp putty) in combination with op-1 putty and 8cc's of blood for an unknown indication and experienced drainage. Cultures were pending. Follow-up info rec'd on 08/25/06 confirmed that the pt, a female, who rec'd calstrux (tcp putty) in combination with op-1 putty in 2006, as part of a lumbar laminectomy l4-l5, l5-s1, and a lateral transverse process fusion with instrumentation for an unknown indication, was hospitalizaed the next month for wound dehiscence, minimal erythema and minimal serosanguinous drainage. Testing included cultures which were negative for infection. Treatment included an incision and drainage and wound closure. Outcome was not provided. The surgeon suspects the events were related to the use of calstrux and op-1 putty. Additional info is being requested.